Event description:
It was reported a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure which included the use of a thermocool smarttouch sf ablation catheter experienced heart block. It was reported during a pvc ablation near the septal triscupidal annulus, an av-block iii occurred. Carto showed the localization of the premature ventricular contraction (pvc) very precisely (lat hybrid + conventional lat pvc map mapped parallel). The doctor was aware of the situation next to the specific conduction system. The av-block iii has not recovered even after a waiting period. The pvc itself was treated successfully. Physician's opinion to the cause of the event is procedure and patient condition. No product malfunctions reported. The ablation catheter is the most suspected device as ablation was performed. There is no indication that the delay resulted in any impact to the expected surgical outcome, and in the physician's opinion the device did not contribute to a death or serious injury to the patient.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).